Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use: remove the bard® c-max¿ cutting loop device from the package and examine it for damage. Do not use if there are visible signs of damage or insulation is not intact. Assemble the working element and resectoscope according to the instructions provided by the resectoscope manufacturer. Insert the bard® c-max¿ cutting loop device into the working channel of the resectoscope per instructions indicated in the resectoscope operating manual. Ensure that the electrode is securely placed and locked into position by pulling carefully on the electrode stabilizer sleeve (if appropriate). Attach resectoscope to the electrosurgical generator according to manufacturer's recommendations. Insert the combined assembly into the resectoscope sheath and position at the point where initial application of electrical energy will be delivered. Unless recommended by other sources, the electrosurgical generator should be set on the pure cut setting at power levels consistent with standard resectoscope cutting loop procedures."

Event description:
It was reported that the electrodes were smoking and burnt the cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the electrodes were smoking and burnt the cable.